Event description:
During a pci procedure, the quantum maverick monorail 15/2.75mm balloon ruptured at eight atms on the first inflation. The lesion being treated was a calcified, 100% stenotic lesion in the distal rca. No patient injuries or complications were reported. Patient status is listed as "good".